Manufacturer narrative:
Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentis reported that almost three years after the dental implant was installed in patient's mouth it was verified its non osseointegration. Twenty-five ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type IV.